Event description:
The sales person reported that the dr experienced difficulty inserting the catheter because the catheter is kinking at the top of the loop. It is the longer venous lumen that is kinking. The dr took this catheter and placed a quinton pc in the pt.